Event description:
During an initial implant procedure of a ventricular leadless pacemaker (vlp), it was reported that the physician had difficulties getting across the valve. Once a suitable spot was found, the physician attempted to fixate the vlp but it fell a bit and the helix became stretched. The patient started complaining of discomfort and it was noted that there was an effusion via an intracardiac echocardiography (ice). The patient began flat lining and chest compression were necessary to return the patient to sinus. Once the patient stabilized, the vlp implant was abandoned and only and atrial leadless pacemaker was installed. The patient was stable post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.